Event description:
It was reported that the user experienced hyperglycemia while waiting for a continuous glucose monitor (cgm) warmup, with a fingerstick value of 202 mg/dl and subsequent pump readings of 229 mg/dl after a recent meal and meal announcement, and the agent provided guidance on entering the fingerstick into the ilet and education on bg run mode usage. Customer care provided support that included troubleshooting with the user and education regarding pump features and use. Investigation of this case revealed that the hyperglycemia was temporally associated with recent food intake, with device function and data display confirmed on the pump and no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user condition and recent meal. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.